Manufacturer narrative:
Medical device expiration date: na. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running a bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage from cart. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02feb2021 to date 02feb2022. Complaint trend: there are 25 complaints related to the issue of a waste leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 02feb2021 to date 02feb2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn tubing. The customer had reported a leakage from the wetcart and a fse (field service engineer) was sent onsite to observe the issue. The fse discovered a crack in one of the tubes and repaired it by cutting off the damaged portion and reconnecting. After the repair, a fluidics startup was performed to confirm that there was no leakage, and a cst passed with no issue. No parts were requested for evaluation as there were no parts replaced. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2015. Defective part number: n/a. Work order notes: subject / reported: leakage from cart, problem description: leakage from cart. Work performed: after the work is completed, start up and confirm that there is no liquid leakage. Cst performance implementation ¿ all pass. User measurement is performed and it is confirmed that the equipment is operating normally, and the work is completed. Cause: it was caused by a crack in the tube. We have improved to cut the tube and reconnect it. Solution: it is improved by reconnecting the tube. Returned sample evaluation: a return sample was not requested because there was no replaced part. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Item: 4. Quick disconnect, function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure, potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential cause(s) / mechanism(s) of failure: waste fitting leaks, current controls: 1. Pump compensates for leaking. Recommended actions: n/a, responsible party: n/a, target completion date: n/a, actions taken: n/a, initial sev: 9, initial occ: 6, initial det: 1, rpn: 54. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn tubing. The fse found a cracked tubing and cut the worn portion off before reconnecting the tubing. After this repair, a fluidics startup was performed to confirm that the leakage was gone, and the cst passed with no issue. The instrument was confirmed to be functioning as expected, and there was no contact with the leaked fluid. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Event description:
It was reported that while running a bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: leakage from cart 1. Was the leak fluid or air?fluid. 2. Was the leak contained within the instrument, no. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.